Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the luer-hub (brown) was falling off from the extension line". No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l cvc catheter for analysis. Signs of use in the form of biological material were observed in the extension lines. Visual inspection confirmed the distal extension line had a hole adjacent to the luer hub. The catheter body appeared to be intentionally cut and the distal portion was not returned. The inner diameter of the distal lumen measured 1.4732 mm , which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured 2.18 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The total length of the catheter body measured 89 mm which is not within specifications of 207-227 mm per catheter product drawing because the catheter had be cut. The extension lines were functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal, medial, and proximal extension lines were flushed using a water-filled lab inventory syringe. When the distal line was flushed what leaked from the hole adjacent to the luer hub. No issues were detected in the medial and proximal lines. A manual tug test confirmed the distal, medial, and proximal extension lines were fully secured within their luer hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line leak was confirmed by a complaint investigation. Visual analysis revealed that the distal extension line had a hole adjacent to the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the luer-hub (brown) was falling off from the extension line". No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Event description:
It was reported "the luer-hub (brown) was falling off from the the extension line". No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).